Event description:
Valeo ii pl cage inserter tip broke due to excessive force being used to remove the instrument from the cage. No surgical technique used by surgeon was shared. Typical excessive force implies over sized cage due to improper trial size used and/or skipped altogether. Additionally, we don't know if the surgeon tried to reposition the cage, further causing the jamming. The part was not returned and therefore it cannot be determined what exactly caused the failure beyond excessive surgeon force. No patient harm or injury was observed.